Event description:
A customer reported being unable to disconnect the cap from an interlink solution set. This event was noted prior to patient therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The customer stated that the set had been primed with normal saline, and that the priming occurred immediately prior to use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.